Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring, cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks and reservoir piece was came off. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the location of damage was battery compartment and reservoir compartment. The customer was assisted with troubleshooting and reported that the reservoir was able to lock in place into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.